Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that using screw parameters, infinity, fully threaded, 5.5 diameter, and 40 lengths. Iso (international standards organization) centered the screw and took a 3d scan with the following parameters: supine head right, abdomen anatomy, small patient thickness, hd, 20cm scan. Once the scan completed, they performed a mir (magnetic resonance imaging) reconstruction. Following protocol and using accuracy spreadsheet. They calculated the accuracy of the tip of the mir overlay to the original tip location. The resulting tip accuracy was 2.05 mm which was above the 2mm. Threshold, causing the test to fail. When looking at the mir overlay, the tip of the screw was visibly larger than the actual screw tip. There was no patient involvement.

Manufacturer narrative:
H2) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. B5) updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Clarification was received that this failure mode does not involve a navigational inaccuracy. Instead it involves misinformation displayed to the user as the mir image shows screw rendering that is not true to the actual location of the screw.

Manufacturer narrative:
H3) the software investigation found that this issue was tracked through issue tracking record mir reconstruction results in a tip accuracy error of being over 2mm" and references to this event had been added to that record. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version: 4.3.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.